Manufacturer narrative:
(B)(4).

Event description:
It was reported that "there was a noise during start up and the system stopped and error 3 appears". Additional information received stated "the pump was not connected to the patient at the time the problem was discovered".

Manufacturer narrative:
(B)(4). The reported complaint of system error 3 alarm is not able to be confirmed. No part or recorder strip was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the part is returned at a later date, a full investigation will be performed.

Event description:
It was reported that "there was a noise during start up and the system stopped and error 3 appears". Additional information received stated "the pump was not connected to the patient at the time the problem was discovered".

Event description:
It was reported that "there was a noise during start up and the system stopped and error 3 appears". Additional information received stated "the pump was not connected to the patient at the time the problem was discovered".

Manufacturer narrative:
(B)(4). Returned for investigation was an autocat 3 optimus (ac3) pump assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the pump assembly was performed and no abnormality was noted. The pump assembly was installed into a known good lab inventory ac3 for functional testing. The pump was successfully powered up. Immediately after pumping was initiated, a rattling noise was noted from the pump assembly and the pump alarmed system error 3. The top of the pump assembly's bellows box was opened carefully, and pumping was initiated again to more closely determine the rattling noise noted. It was noted the rattling noises appeared to be coming from the stepping motor which drives the bellows. Upon further inspection, it was noted that the pump was unable to find a home position, which caused a rattling noise from the stepper motor and the system kept on trying to find a home position until the alarm triggered. Further analysis was performed in effort to find the cause of the issue. The analysis/experiment was started by pressing lightly on the home sensor board/bracket while pumping was being initiated. The pump was now able to find its home position and pumping continued without any alarms. No loose hardware or visual abnormality was noted. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "system error 3" is confirmed. During the investigation, the pump assembly system failed to find the home position, which caused the system error 3 alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the communication failure with the pump assembly (unable to find home position).